Manufacturer narrative:
Because device was not returned to ok biotech, therefore, we were unable to perform further testing on the suspected device. Ok biotech reviewed the manufacturing record of this suspected device (meter serial number # (B)(4)), and the meter was qualified and released by the quality control department and shipped to (B)(4) on 11/30/2016. The strip lot # d170223-1 was manufactured on 02/23/2017 and expired in 02/2019. Ok biotech received no complaints from same manufacturing batch of strips . Okb tested the retain strips of same batch from our warehouse with our standard meter and control solution. The control solution tests for level low were 59/56 mg/dl; for level high were 252/240 mg/dl. The control solution ranges are: level low 35~85 mg/dl; level high 210~320 mg/dl. All results were within the acceptance range. Pass. We are unable to confirm the complaint because device was not returned and no further information from customer has been received, this matter has to be closed out with undetermined root cause.

Event description:
It was reported that medical attention was sought on (B)(6) 2017 at 3:00 pm after the end stated she received a reading of "hi" from her prodigy diabetes meter. The end user received a reading of "hi" accompanied with a bad headache. The paramedics were called and upon arrival they performed a blood glucose test with their meter and the result was 470 mg/dl. The end user was immediately transported to the ER and simultaneously her blood glucose reading had increased to 479 mg/dl. She was administered 10 units of insulin in addition to IV fluid. After 5 hours in the ER she was discharged with a blood glucose reading of 370 mg/dl and was instructed to drink more water. No additional details were provided in regards to this medical event.